Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the right hand screw got stuck and it was unable to move in and out. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), for evaluation. The customer also returned a handle, lot number 63526250, for evaluation. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial (B)(4) one time as documented in sap. The last repair was (B)(6) 2013 where it was reported that the end part falls off the cutter and the bent comb, shoulder bolts, washers, detents and cap nuts were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the comb was out of shape and the pretest could not be done. The top hinge handle side was out of alignment. The handle gear, spring and pin were worn and required replacement. The shoulder bolts, washers and nuts also required replacement. The 1.5:1 ratio cutter was tested did not pass zimmer mesh test criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on march 7, 2017 which included replacement of the comb, handle, shoulder bolts, cap nut, washers, pin handle, spring, ratchet gear and detents. Skin graft mesher, serial (B)(4), was then tested and functioned properly. The reported event was non-verifiable since during initial inspection there is no mention of the screws malfunctioning. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the right hand screw got stuck and it was unable to move in and out. Investigation results revealed that the comb was found to be out of shape. No adverse events have been reported as a result of this malfunction.